Event description:
During servicing, the field service engineer observed diagnostic code 3111 (oxygen not connected). No patient involvement / harm.

Manufacturer narrative:
Date of event: (B)(6) 2017. The sensor board w/o distal pressure was returned to the manufacturer's failure investigation lab for evaluation. This sensor board was missing the j5 connector which prevents the oxygen regulator from being connected to this sensor board. After replacing the missing j5 connector no failures were identified. How the j5 connector became missing is unknown.